Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Material no.: 383517 batch no.: 9135961. It was reported that during use of the bd nexiva¿ closed IV catheter system the device is mechanically dragging. The following information was provided by the initial reporter: I have another device that I received again today that is mechanically dragging. I also spoke to the manager of the surgical center who states that they are experiencing mechanical dragging of the nexiva devices also. Both of these areas are high utilizers of IV catheters being ambulatory surgery units.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 383517, batch no.: 9135961. It was reported that during use of the bd nexiva¿ closed IV catheter system the device is mechanically dragging. The following information was provided by the initial reporter: I have another device that I received again today that is mechanically dragging. I also spoke to the manager of the surgical center who states that they are experiencing mechanical dragging of the nexiva devices also. Both of these areas are high utilizers of IV catheters being ambulatory surgery units.